Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture. A technical service (ts) consultant provided recommendations for additional in clinic testing. This rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture. A technical service (ts) consultant provided recommendations for additional in clinic testing. This rv lead remains implanted. No adverse patient effects were reported.